Event description:
Consumer was using the scooter after surgery for a repair to a jones fracture. The back wheel suddenly came off sending him head first over the front of it. Consumer landed on his head and neck, resulting in serious injuries that his doctor believes will require either a fusion or disc replacement to repair.

Event description:
09/15/2018 update to event: photos have been provided; the axel of the knee scooter itself was in rough shape (gouged), and the internal thread appears pretty stripped out. The user had surgery to repair a jones fracture to his left foot due to an injury he sustained. After surgery, the knee scooter was ordered by the worker's comp carrier (due to sustained jones fracture injury) and delivered to the user's home. The worker's comp carrier does not know if the user was provided any type of training on how to use the device. About 10 days after surgery, the user was at home using the knee scotoer on hard wood floor, when one of the back wheels came off, causing him to be thrown forward, landing on his head and neck. The user's wife took him to the ER shortly after the incident, where testing was done & we was then referred to a neurologist. Due to the user landing on his head & neck, he received serious injuries that his doctor believes will require either a fusion or disc replacement to repair. The user is still being treated for the worker's comp claim & the attorney's notes do indicate that he is going to have another surgery (for the worker's comp claim). Attorney notes are unclear if the user has been seen by the neurologist & they have not obtained complete medical records, so they are unsure what treatment has been received for the worker's comp incident. The user is still in posession of the knee scooter, and indicated that will make it available for inspection at a later date. The user's weight was updated as "under 250lbs."